Event description:
On (B)(6) 2025, analog devices' triaging team escalated the quality of this patient's measurement data. As part of the complaint investigation, the team then noticed an erratic pattern in some measurement signals. On (B)(6) 2025, the team confirmed inaccurate readings in 4 out of 35 diastolic heart sound strength measurements (11.43%). Two signal patterns were observed: (1) a shift in the acoustic signal away from the expected baseline and (2) abrupt simultaneous jumps/falls in both acoustic and impedance signals. These anomalies did not align with common user errors or poor device contact, suggesting a potential hardware malfunction.

Manufacturer narrative:
On (B)(6) 2025, analog devices' triaging team escalated the quality of this patient's measurement data. As part of the complaint investigation, the team noticed an erratic pattern in some measurement signals. On may 2, 2025, the team notified the patient and the healthcare provider of the identified issue and advised the patient to discontinue use of the device. On (B)(6) 2025, the team confirmed inaccurate readings in 4 out of 35 measurements (11.43%). Two signal patterns were observed: (1) a shift in the acoustic signal away from the expected baseline and (2) abrupt simultaneous jumps/falls in both acoustic and impedance signals. These anomalies did not align with common user errors or poor device contact, suggesting a potential hardware malfunction. In coordination with the clinical site, a return material authorization was issued, and the patient discontinued use of the device. The device in question was used as part of an investigational study, and the patient elected to disenroll from the study. There were no adverse events or no need for medical intervention related to this malfunction. When the original unit was returned to analog on june 30, 2025, it underwent standard return processing. X-ray analysis confirmed a break in the wire in the acoustic signal path. This explained the shifting acoustic signal baseline and intermittent simultaneous jumps/falls caused by the wire making and breaking contact with patient movement. The root cause was confirmed to be a hardware failure due to a broken connection in the acoustic signal path.